Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "up" button is sticking, and that this was noticed approximately 1 week prior. The reporter denies physical damage to the keypad, but they indicated that the keypad labels are worn. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the 'up' and contrast buttons were found to be sticking and require excessive force to activate. All other keys are responsive and have normal spring back. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the battery compartment threads were found to be stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.